Manufacturer narrative:
A used company cartridge was returned rolled up in the opened company pouch. Viscoelastic is observed in the cartridge. The cartridge has a large aneurysm on the right side of the tip. Heavy stress is also observed. The cartridge does not have evidence of being fully seated in a handpiece. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The root cause for the reported damage could not be determined. The tip of the cartridge had a large aneurysm which may have been interpreted as the reported crack. There was evidence that the cartridge had not been fully seated in the handpiece. This may have caused the lens/plunger to advance incorrectly. The handpiece IFU (instructions for use) instructs to slide the cartridge fully forward into the handpiece slot until it is secured firmly into position. The plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. Verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. The company cartridge IFU instructs: the company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The damage observed to the tip of the used cartridge may occur if the lens is not positioned correctly/folded correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; and/or if the handpiece plunger is not positioned correctly at the trailing optic edge. This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge causing damage. Top coat dye stain testing was conducted with acceptable results. There are two other complaints in the lot from the same facility. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the lens was being inserted into the eye the cartridge was split at the distal end. No more further information available.